Event description:
The facility reported a pump with a low flow rate. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.